Manufacturer narrative:
(B)(4). The reported event was unknown and no alarm was identified during a review of the event history log that would cause or contribute to this event. A sample evaluation including visual inspection, functional testing, electrical testing, and a short simulated therapy were performed. The cause of the condition was determined to be faulty eproms. To correct the condition, the eproms were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.